Manufacturer narrative:
B3 date of event: date of event was estimated to be the date boston scientific became aware of the event; however, it was noted that the event occurred sometime during the year 2025. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at the time of this report. If additional details become available, a supplemental report will be submitted. Detailed product information was not provided to bsc. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that a urinary leak occurred, requiring surgical intervention. An unknown cryoablation device was selected for a cryoablation procedure. There were no issues reported during the procedure. A few weeks after the procedure, however, the patient experienced a troublesome urinary leakage that rapidly improved after a nephrectomy procedure.